Manufacturer narrative:
(B)(4). Onsite technical support and evaluation of the returned pump were performed. A field visit was made and pump data was provided. This data confirmed the hardware failure 8. Apart from the observed hw8, no other abnormality was detected, all parameters were consistent. The clinical support manager could confirm that the pump was beeping, the infusion program was stopped and every pump interrogation with a control unit indicated the hw8. The integrity of a pump is not guaranteed anymore in case of hw8. A DHR review was performed on product code 91-4201, lot cnkbb0; serial (B)(4) was reviewed and confirmed that the product conformed to the specifications when released to stock. A review of the extracted data found the high voltage feedback error (hw [8]) was present. The defect reported by the customer was confirmed. All parameters of the dosage program were correct. Visual inspection of the pump found three suture loops (one suture loop was missing). Approx. 19 punctures were observed on the filling septum. No scratches were observed on the titan part. Approx. One hole observed on the bolus septum. The pump was decontaminated and butane extraction was performed. The top cover of the pump was carefully removed in order to avoid the detachment of small titanium chips from the cover during machining. This allows an access to the electronic chamber. Visual inspection of the electronic chamber showed an electronic perfectly clean state, no anomalies were noted. The defect reported by the customer, a hardware failure 8 was confirmed. However the investigation of the product sample did not identify the root cause of the hw[8]. Trend will be monitored for similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Translation: patient visited hospital with light withdrawal symptoms. When checking the pump, hardware failure 08 was displayed. The pump was immediately emptied and the technical service department has been informed accordingly. Pump was stopped and all relevant parameters were submitted to the swiss office. Irreparable device failure.